Event description:
It was reported that a vns patient was seen for a routine office visit and it was noted that they were having a sudden increase in their seizures and upon performing the diagnostic tests, they had a dcdc of 7 with an output current at "limit." The patient did have a fall prior to their high impedance being attained. The patient's seizures decreased by more than 50% post-vns but increased again lately. Their physician is attributing their seizures to their high impedance. X-rays were received for review. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be not fully inserted into the generator connector block. The arrangement of the electrodes on the vagus nerve appeared to be normal. A strain relief bend was present, as specified in labeling. Three tie-downs were present securing the strain relief. None of the lead was behind the generator. No sharp angles or lead breaks were found in the assessed portions of the lead. Based on the x-rays images, the pin not fully inserted in the generator connector block is likely the cause for the high impedance. Surgery is not planned at this time but likely.

Event description:
The patient's surgery has been postphoned. There is no date set at this time.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays of implanted device showed that the lead pin was not fully inserted into the header of the generator past the connector block. This has not been confirmed in surgery.